Event description:
It was reported that during the implant procedure of this lead, high pacing thresholds and intermittent loss of capture (loc) was observed. The physician repositioned the lead multiple times, therefore the helix was entangled and became damaged, as a result, there were helix extension and retraction difficulties. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.